Event description:
It was reported that the device reached it's elective replacement indicator (eri). One day earlier, during a normal device follow-up, the remaining longevity was estimated to be 5 months. It was also reported that there was no rate response, and no device settings had been reprogrammed. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) normal battery depletion.

Event description:
It was reported that the device reached it's elective replacement indictor (eri). One day earlier the remaining longevity of this device was estimated 5 months. It was also reported that there was not rate response. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.